Event description:
Pt obtained results of 267, 204, and 193 mg/dl within 10 minutes of each other. The patient received no medical attention following use of the meter. There is no indication that the patient experienced injury or medical intervention due to the product. The customer care representative walked the patient through 2 consecutive control solution tests, which fell outside of the specified control solution range. The meter, test strips, and control solution were replaced.